Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, and software passed the system checkout. The system was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
A site representative reported that while in a cranial resection procedure, when the surgeon used navigation to map out the incision area and bone window on the patient, the actual bone window appeared larger than what navigation was showing when mapped initially. Touching the patient anatomy with the probe was accurate, no issues with accuracy when navigating in the brain and resecting the tumor. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.